Event description:
The unit had a free flow and the facility had taken the unit out of service. When the reporter called the facility, the manager stated that he was not aware of a free flow situation. He stated that the issue was a service issue. Flashing dashes in the display and after pushing the auto cal button, the load cell reading was erratic. The unit will be returned for evaluation.